Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. B3: date of event is estimated.

Event description:
It was reported that this was an arteriotomy closure of the right common femoral artery using a prostyle device after an unspecified procedure. Reportedly, the prostyle device snapped and was bent but still in one piece between body and proximal guide. The method used to achieve hemostasis was not provided. There were no adverse patient effects and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Event description:
Subsequent to the initially filed report, the following information was received: interventional heart catheterization procedure was performed. Calcification was present at the access site. Difficulty to advance the device was encountered. A guide break then occurred but still held together by the actuator wire and in one piece. The feet were partially open within the subcutaneous space. Angiogram was performed and showed no obvious vessel damage. Hemostats were then used to dilate the subcutaneous space down to the feet and device was removed. Manual compression was applied to achieve hemostasis. No additional information was provided.

Manufacturer narrative:
A visual inspection, functional testing, and dimensional analysis was performed on the returned device.the break and deformation were confirmed. The failure to advance, difficult to open or close, and the entrapment are related to case conditions and cannot be replicated in a lab environment. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the reported information and the observations from the returned analysis, the investigation determined that the reported issue appears to be related to circumstances of the procedure. The calcium present and the obesity of the patient contributed to enough stress applied to the guide during insertion failing the advancement and increasing the stress to exceed the material strength. The break in the guide would release the foot and cause a misalignment of the device inducing the entrapment leading to the intervention procedure to remove it. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. B1: correction adverse event was added. B2: corrected outcomes attributed to ae from na to required intervention. B5: describe event or problem: updated. B6: relevant test/laboratory data: updated. B7: other relevant history: updated. D4: model # correction from unk prostyle to 12773-03. D4: catalog # correction from unk prostyle to 12773-03. D4: lot# correction: from unknown to 5112841. D4: primary UDI number correction: from unknown to (B)(4). H1: corrected type of reportable event from malfunction to serious injury. H6: correction health effect - impact code 2199 was removed.